Event description:
The customer reported the device failed to power up on battery power.

Manufacturer narrative:
(B)(4). The customer reported the device failed to power up on battery power. There was no reported pt involvement. The customer isolated the issue to the battery pca. The battery pca was replaced to resolve the issue the device passed testing and was placed back into service. As of (B)(4) 2012 the customer has not had any further trouble with this device.